Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "doctor attempted to back-slap out a 155mm restoration modular stem. After 45 minutes of back slapping, the mcreynolds stem adaptor snapped."